Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that limitations of the visual equipment and/or patient anatomy resulted in compromising the ability to visualize the alignment of the balloon maker bands; however, as the product was not returned to abbott vascular for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery. During positioning of the device, with the use of imaging, it was noted that the balloon markers were misaligned; however, the stent was deployed in the correct location with no consequence to the patient. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.